Event description:
The customer contacted the siemens technical solutions center after quality controls resulted out of range on a dimension vista 500 instrument. During a review of the instrument files, it was discovered that quality controls (qc) had been dispensed into aliquot wells that other qc material had already been dispensed into. Qc results for aspartate aminotransferase (ast), high density lipoprotein cholesterol (hdlc), phosphorous (phos), magnesium (mg), direct bilirubin (dbil), creatinine (crea), potassium (k), and alkaline phosphatase (alp) were within range despite being dispensed onto other qc material. There are no reports of adverse health consequences due to the qc samples being dispensed into the same aliquot wells as other qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions (B)(4) during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. The umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.